Event description:
There was no device failure or malfunction reported. This pt was undergoing a mitral valve replacement procedure. As part of the preparation for the mitral valve procedure the endopulmonary vent catheter was inserted via the neck. Resistance was met at the right ventricular outflow tract. After the thoracotomy incision was made, blood was noted in the pericardium. A sternotomy was performed and a right ventricular perforation was oversewn. The operation was successfully completed as intended, and there were no sequelae from this event. The attending surgeon noted that the pt had very poor tissue quality.